Event description:
The tube's pilot balloon leaked. The pt just came out of surgery so they didn't want to re intubate the pt and they put a stopcock on it to keep the air in it. The caller is not sure when the incident happened or if the tube was pretested.